Event description:
It was reported that the surgeon attempted to insert speedlock hip anchor. The inner pin did not deploy and actually severed the sutures. The outer anchor was left in the patient's hip and the inner pin is still attached to the insertion device. No patient injury or complications were reported.

Manufacturer narrative:
The reported speedlock hip was returned for evaluation and was intended for treatment. There was a relationship found between the returned device and the reported incident. The visual inspection of the returned speedlock hip shows it was not fully deployed; however the anchor broke off and the clinical suture broken too. The snare lines were reeled into the device with a partial clinical suture. The plug mentioned in the complaint "inner pin" was not attached to the device, it wasn't returned. Functional evaluation cannot be performed due to the device is a single use device. The root cause could not be determined with confidence. Factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: use care to properly align the implant and inserter handle with the bone hole during insertion. Do not bend or twist the inserter handle during and after insertion, as damage to the implant or incomplete insertion may result. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.